Event description:
It was reported that during a da vinci-assisted radical prostatectomy (without lymphadenectomy) surgical procedure, the long bipolar grasper caused a spark inside the patient from the plastic part before the tip of the instrument. There is a burn mark on the plastic piece. No harm was done to the patient. The procedure was completed with no reported injury. Intuitive surgical followed up with the initial reporter and obtained the following additional information: there was damage to the instrument noted after the arcing event. A part of the instrument did appear to have thermal damage. The conductor wire did not appear to be broken, loose and or/frayed. There was no damage to the conductor wire insulation and there was no exposed wire. The surgical task that was being performed was cauterization when the arcing event occurred. The instrument was in use for a second prior to the arcing event. The instrument was in contact with tissue when the arcing event occurred. The arcing appeared to originate from a subject instrument. There was no injury to the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications. The instrument was returned under (B)(4). Picture is attached.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete. Review of the provided image is consistent with the arcing and thermal damage on the long bipolar grasper instrument. Root cause of the failure mode cannot be confirmed without the returned device. No further escalations required for the image review.

Manufacturer narrative:
The long bipolar instrument was found to have localized melting near the grip base. This failure is most commonly caused by insulation degradation and carbonized tissue creating a conductive path. The instrument was placed and driven on an in-house system. The instrument passed the recognition, engagement, energy delivery and electrical continuity tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly.

Event description:
Refer to h11 for follow-up information.